Event description:
It was reported that the customer received a button error alarm on the insulin pump while programming a bolus. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 187 mg/dl. The customer was advised to revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)